Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel jailing occurred, and that post procedure, myocardial infarction occurred. The patient presented due to silent ischemia. Cardiac catheterization revealed a 99% stenosed and 12mm long lesion located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.5mm. It was treated with direct stenting with a 3.5x16mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. However, post stent placement it was noted that there was jailing of the first diagonal branch with timi-2 flow and 70% stenosis. This was treated with angioplasty using a 3.0x9mm maverick balloon resulting in 0% residual stenosis. 1 day later, cardiac enzymes were found to be elevated consistent with a myocardial infarction. The event is considered resolved without residual effects and the patient was discharged 1 day post procedure. It is the opinion of the physician that this event is unrelated to the taxus liberte stent.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).